Event description:
A pt experienced a shocking/jolting sensation two days after the device was implanted. It was noted that there was no known accident or incident that occurred, that could be related to the issue. The pt's device was at a setting of 4.25 volts. The pt's outcome was not reported. Add'l info will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).